Event description:
Customer called on (B)(4) 2012, reporting of multiple erroneously high creatinine results which were generated on the olympus au5400 clinical chemistry analyzer and results were reported out of the lab. Customer stated that at least a hundred erroneously high creatinine results were reported out of the lab and discovered when qc was out of established ranges after samples were run. Customer reported that samples were rerun on a different analyzer and the results were confirmed to be erroneous. An amended report was created and according to customer, all the reruns resulted in about half the original values generated on the au5400 analyzer. Customer also indicated that the creatinine qc was in range before the incident at 15:00 on (B)(6) 2012, and was out of range after the incident at 18:00 on (B)(6) 2012. Customer was not aware of any adverse effects attributed to the erroneous results nor was it known if treatment was affected. Customer did not provide verbal examples nor instrument printouts from the incident. At the time of the event, customer was also seeing asterisk (*) flags on blood urea nitrogen (bun) results. Per au5400 user's guide, * flag is a linearity error in rate methods. One of the recommended actions is to "check the reaction data including those processed immediately before and after the flagged data result. If any abnormality is found, check the cuvettes and cuvette wash station for an overflow, then recheck the results processed before and after the flagged data results. If the issue persists contact beckman coulter technical services". Field service engineer (fse) was dispatched and found a flood on unit 1 outer wheel. Fse proceeded to clean the cuvettes and tighten manifold on wash nozzle assembly. Fse ran 3 photocals and repairs were verified per established procedures.

Manufacturer narrative:
Evaluation code - results code - (other): cleaned cuvettes and tightened manifold on wash nozzle assembly.